Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) was missing a knob and that the encoder was pushed inside the device. It was also indicated that the encoder switch and three knobs were contaminated. It was also indicated that the upper case was broken and that the battery drawer would stick. It was also indicated that a wire was pinched and the insulation was breached. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was missing a control knob and the internal mechanism that held the knob in place was broken. The epg was returned for service. There was no patient involvement.